Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, prolapsed cervical disc, knee operation, hyperlipidemia, hypertension, epicondylitis, obesity and chest pain. Previously administered products included for an unreported indication: aspirin. Concurrent conditions included arthritis since (B)(6) 2013, diabetic since 2002, sulfonamide allergy, uti, neck pain, hematuria, kidney stone, cervicalgia, low back pain, diarrhea, sore throat, cough, tenderness, viral gastroenteritis, insomnia, sleep apnea, pancreatic cyst, inflammatory polyarthritis and meningioma benign. Concomitant products included acetylsalicylic acid (aspirin) since 2003, botulinum toxin type a (botox) since (B)(6) 2017, budesonide;formoterol fumarate (symbicort) from 2015 to 2016, buspirone hydrochloride (buspar) (B)(6) 2017 to 2018, cyanocobalamin (vitamin b-12) since 2017, diclofenac, diclofenac since (B)(6) 2016, epinephrine (epipen) since (B)(6) 2017, eszopiclone (lunesta) since 2014, fluticasone propionate (flonase allergy relief) since (B)(6) 2017, gabapentin since 2018, glibenclamide (micronase) since (B)(6) 2017, hyaluronate sodium (orthovisc) since (B)(6) 2017, hydrochlorothiazide;losartan potassium (hyzaar) since 2012, ibuprofen, meloxicam (mobic) since (B)(6) 2016, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet), metoprolol, metoprolol succinate (toprol xl) since (B)(6) 2017, milnacipran hydrochloride (savella) since 2014, montelukast sodium (singulair) since 2015, nortriptyline hydrochloride (pamelor) since (B)(6) 2017, nortriptyline from 2016 to 2017, opioids, pregabalin (lyrica) since 2012 to (B)(6) 2018, salbutamol sulfate (proair hfa) since (B)(6) 2017, tiotropium bromide (spiriva respimat) since 2015, tramadol hydrochloride (ultram ER) since (B)(6) 2017 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdominal areas"), menstrual disorder ("unnatural menstrual cycles") and menorrhagia ("heavy bleeding periods"). In (B)(6) 2011, the patient experienced skin disorder ("rashes or skin conditions - type: skin disorder"). In 2011, the patient experienced rash ("rashes or skin conditions- type:"). On (B)(6) 2012, the patient experienced paraesthesia ("rashes or skin conditions (neurological skin sensation) / neurological conditions or type: disturbance of skin sensation"), 3 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced contusion ("other injury or complication (abdominal brusing)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of both essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, menorrhagia, paraesthesia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, alopecia, contusion, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, contusion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: nothing went through; on (B)(6) 2009: results: both tubes were occluded. Impression: bilateral fallopian tubes successfully occluded. Ultrasound scan vagina - in (B)(6) 2009: result: total bilateral occlusion.; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, prolapsed cervical disc, knee operation, hyperlipidemia, hypertension, epicondylitis, obesity and chest pain. Previously administered products included for an unreported indication: aspirin. Concurrent conditions included arthritis since (B)(6) 2013, diabetic since 2002, sulfonamide allergy, uti, neck pain, hematuria, kidney stone, cervicalgia, low back pain, diarrhea, sore throat, cough, tenderness, viral gastroenteritis, insomnia, sleep apnea, pancreatic cyst, inflammatory polyarthritis and meningioma benign. Concomitant products included acetylsalicylic acid (aspirin) since 2003, botulinum toxin type a (botox) since (B)(6) 2017, budesonide;formoterol fumarate (symbicort) from 2015 to 2016, buspirone hydrochloride (buspar) (B)(6) 2017 to 2018, cyanocobalamin (vitamin b-12) since 2017, diclofenac, diclofenac since (B)(6) 2016, epinephrine (epipen) since (B)(6) 2017, eszopiclone (lunesta) since 2014, fluticasone propionate (flonase allergy relief) since (B)(6) 2017, gabapentin since 2018, glibenclamide (micronase) since (B)(6) 2017, hyaluronate sodium (orthovisc) since (B)(6) 2017, hydrochlorothiazide;losartan potassium (hyzaar) since 2012, ibuprofen, meloxicam (mobic) since (B)(6) 2016, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet), metoprolol, metoprolol succinate (toprol xl) since (B)(6) 2017, milnacipran hydrochloride (savella) since 2014, montelukast sodium (singulair) since 2015, nortriptyline hydrochloride (pamelor) since (B)(6) 2017, nortriptyline from 2016 to 2017, opioids, pregabalin (lyrica) since 2012 to (B)(6) 2018, salbutamol sulfate (proair hfa) since (B)(6) 2017, tiotropium bromide (spiriva respimat) since 2015, tramadol hydrochloride (ultram ER) since (B)(6) 2017 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdominal areas"), menstrual disorder ("unnatural menstrual cycles") and menorrhagia ("heavy bleeding periods"). In (B)(6) 2011, the patient experienced skin disorder ("rashes or skin conditions - type: skin disorder"). In 2011, the patient experienced rash ("rashes or skin conditions- type:"). On (B)(6) 2012, the patient experienced paraesthesia ("rashes or skin conditions (neurological skin sensation) / neurological conditions or type: disturbance of skin sensation"), 3 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced contusion ("other injury or complication (abdominal brusing)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of both essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, menorrhagia, paraesthesia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, alopecia, contusion, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, contusion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per pfs is (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: nothing went through; on (B)(6) 2009: results: both tubes were occluded impression: bilateral fallopian tubes successfully occluded. Ultrasound scan vagina - in (B)(6) 2009: result: total bilateral occlusion.; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.